Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak from the suture wing was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the distal end of the molded suture wing where the catheter shaft exits. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that there was leakage from the wing on (B)(6) after given treatment with chemo (epirubicin and cyklofosfamid). Additional information received: the reported leak was discovered during treatment. The patient saw fluid under the dressing (the leak was external). The patient had received the entire day's treatment and was booked for a new PICC within treatment intervals. Customer states it was difficult to determine the impact on the skin because the patient had reacted to the dressing over the PICC. The PICC was removed in one piece. The PICC had been secured with statlock.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that there was leakage from the wing on february 23rd after given treatment with chemo (epirubicin and cyklofosfamid). Additional information received: "the reported leak was discovered during treatment. The patient saw fluid under the dressing (the leak was external). The patient had received the entire day's treatment and was booked for a new PICC within treatment intervals. Customer states it was difficult to determine the impact on the skin because the patient had reacted to the dressing over the PICC. The PICC was removed in one piece. The PICC had been secured with statlock. We looked and measured the catheter before it was pulled and flushed the catheter after it was pulled and saw that it was leaking."